Event description:
The customer reported images are missing within their image directory (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.